Manufacturer narrative:
(B)(4).

Event description:
The recipient was reportedly experiencing lack of sound due to electrode migration. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.